Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump down arrow is not responsive. Customer does not recall any significant events leading to the error, except that the pump may have been exposed to high temperature. Customer's blood glucose was 280 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised to return the product for analysis. No further information was given.